Event description:
User facility reported that during use of the loss of resistance syringe the product leaked when depressed therefore presenting a false loss of resistance. Attempts to thread epidural catheter were unsuccessful. The needle was advanced an add'l depth which led to puncture of the pt dura. The pt is reported to require treatment for a post dural puncture headache. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.